Event description:
While working on another unit, the ge service rep reported the resolution on a c-arm was impaired. No patient injury.

Manufacturer narrative:
The service rep checked the system error log files, found no errors. He also reported that he checked the system with hi phanton and the resolution was good. Found no issues.